Event description:
Caller reported a cartridge alarm during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the situation by sending a replacement pump, advising the caller to use multiple daily injections as a backup therapy. Instructions for storage mode and the return process were provided, and the caller understood and acknowledged these steps.